Manufacturer narrative:
Device evaluation process did not show any device malfunction. The trajectory discrepancy is likely caused by immediate extraction or complication related to free handing procedure.

Event description:
Doctor used a surgical guide and placed implants. With post op scan he saw that implant 30 is more buccal and site 26 was more lingual than expected.